Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the cgm mobile application shuts off unexpectedly. No additional patient or event information is available. Data was provided for evaluation. The reported unexpected cgm mobile application shut-off was not confirmed via data. The root cause could not be determined.

Manufacturer narrative:
(B)(4). Report submitted in error. Please see MFR 3004753838-2017-116960, follow-up number 001.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An exterior visual inspection was performed and passed. Voltage testing was performed and passed. A pairing test was performed and passed. Transmitter functional test was performed and passed. The share log was reviewed, and it displayed a connection loss gap within the investigation window. The confirmation of the problem is confirmed because the share log displayed a connection loss gap within the investigation window. A root cause could not be determined.